Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the cause of the inability to a spirate and the catheter not being patent was not determined.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial#: (B)(4), implanted:(B)(6) 2013, product type :catheter, ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient had a catheter dye study back in october of 2019 and the hcp could not get csf (cerebrospinal fluid) return upon aspiration of the cap (catheter access port). It was determined the catheter was not patent at that time. The patient needed to get cardiac clearance/cardiac catheterization before he could have surgery. By the time his cardiologist cleared him for surgery, covid and the pump shortage had happened. The patient was now experiencing withdrawal symptoms (as of (B)(6) 2020). The doctor plans to revise the catheter and replace the pump since the pump will be reaching eos (end of service) in december. The patient was reporting withdrawal symptoms ever since their last refill in (B)(6) 2020. The issue was currently unresolved, as of (B)(6) 2020. Surgery was planned for (B)(6) 2020.

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) indicated the patient was receiving intrathecal morphine 10 mg/ml at unknown dose. The event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient experienced a lack of therapy. It was reported a partial explant of the catheter occurred on (B)(6) 2020. The doctor was doing a pump replacement and had difficulty aspirating. He decided to tie off the old catheter and leave in the patient¿s body and implanted a new 8780. Regarding the return status it was reported as ¿no return, customer discarded.¿ it was further reported the doctor did a dye study last october and had some findings. The doctor reported the patient was non-compliant in getting cardiac clearance at the time. Then covid19 came and pushed it further back. It was also reported the doctor tired to correct the catheter regarding actions/interventions taken to resolve the issue, but the patient was non-compliant. The patient reported his pain was not as controllable, and he felt jittery. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6); implanted: (B)(6) 2013. Partially explanted: (B)(6) 2020. Product type catheter h3: the pump was returned to the manufacturer and analysis revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. As per the logs, the pump administered the following mediations as of (B)(6) 2020: morphine (concentration: 10 mg/ml, dose rate: 6.138 mg/day), clonidine (concentration: 120.0 mcg/ml, dose rate: 73.65 mcg/day), and bupivacaine (concentration: 2.5 mg/ml, dose rate: 1.5345 mg/day). H6: the method code 4115, previously applied results code 3221, and previously applied conclusion code 67 pertains to the catheter c omponent. The method code 10, results code 180, and conclusion code 24 pertain to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient had a catheter dye study back in (B)(6) of 2019 and the hcp could not get csf (cerebrospinal fluid) return upon aspiration of the cap (catheter access port). It was determined the catheter was not patent at that time. The patient needed to get cardiac clearance/cardiac catheterization before he could have surgery. By the time his cardiologist cleared him for surgery, covid and the pump shortage had happened. The patient was now experiencing withdrawal symptoms (as of (B)(6) 2020). The doctor plans to revise the catheter and replace the pump since the pump will be reaching eos (end of service) in (B)(6). The patient was reporting withdrawal symptoms ever since their last refill in (B)(6) of 2020. The issue was currently unresolved, as of (B)(6) 2020. Surgery was planned for (B)(6) (rep, con, hcp) additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) indicated the patient was receiving intrathecal morphine 10 mg/ml at unknown dose. The event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient experienced a lack of therapy. It was reported a partial explant of the catheter occurred on (B)(6) 2020. The doctor was doing a pump replacement and had difficulty aspirating. He decided to tie off the old catheter and leave in the patient¿s body and implanted a new 8780. Regarding the return status it was reported as ¿no return, customer discarded.¿ it was further reported the doctor did a dye study last october and had some findings. The doctor reported the patient was non-compliant in getting cardiac clearance at the time. Then covid19 came and pushed it further back. It was also reported the doctor tired to correct the catheter regarding actions/interventions taken to resolve the issue, but the patient was non-compliant. The patient reported his pain was not as controllable, and he felt jittery. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported. (B)(6) 2020 e1(rep) document contains no new information (B)(6) 2020 e2 (rep): additional information received from a healthcare provider via a manufacture representative reported the cause of the inability to aspirate and the catheter not being patent was not determined. (B)(6) 2021 rp (rep) document contains no new information.